Event description:
The patient had a broviac catheter that was removed due to concern for infection. Doctor was the surgeon who removed the line. She asked that the line be saved for investigation. The broviac was placed in a biohazard bag and a patient sticker was placed on the bag. Patient's blood culture from [date redacted] is growing staph hominis which is a part of natural skin flora and can be a common containment, in the presence of a central line can lead to a serious infection. From that same blood culture on [date redacted], she is also growing lactococcus lactis which is a bacteria used for cheese fermentation. For these organisms we can often attempt to salvage the line as long as the patient is well-appearing, but with her clinical change today with new fevers and physical exam signs concerning for sepsis, general surgery plans to remove her central line this afternoon, we agree is indicated at this time. It is still unclear where the source of her infection is. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, broviac 4.2 f single-lumen cv catheter (per site reporter). Emailed vendor, no response yet.